Manufacturer narrative:
There was no death associated with the defibrillation event. There is no indication that the patient sustained a serious injury following the event. The device treated the patient during a treatable rhythm. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality of the device. A review of the patient's downloaded flag file confirmed that the device declared a treatable arrhythmia and subsequently delivered a defibrillation treatment five times. The device performed according to its intended design and delivered treatment shocks while the patient was in a treatable rhythm. The treatable vt rhythm was unable to be converted to a slower rhythm.

Event description:
A us distributor contacted zoll to report that a patient experienced a defibrillation event consisting of five shocks. Details surrounding the treatment are unknown. The rhythm at the time of all five shocks was ventricular tachycardia (vt) at 150-160 bpm. The post-shock rhythm for all five shocks was also vt at 150-160 bpm. The shocks were delivered between 01:34:25 and 01:36:12. The device was shutdown at 01:36:26. The response buttons were pressed earlier in the detection sequence prior to the first shock but not immediately prior to treatment delivery. The response buttons functioned appropriately. The lifevest performed as expected and delivered treatments when the patient was in a treatable rhythm. The rhythm failed to convert. After the fifth shock, a subsequent treatment was not delivered due to the device delivering the maximum five shocks during a single detection sequence. Following the treatment event, the patient was hospitalized. It was reported that the patient would receive an ICD.